Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9734699, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. A1-5: select patient information cannot be provided due to regional privacy regulations. H6) multiple annex a codes were applied to capture this event. A1102 captures the error and a13 captures the error importing patient data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an error importing patient data. There was no impact to patient's outcome and the navigation system was discontinued as a result.

Manufacturer narrative:
H3, h6: the 9734699 drive, lot b633413 was returned for evaluation. Analysis found an electrical failure. As reported, the returned drive was not able to read a known good disk when connected to a known good computer. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.